Event description:
It was reported to philips that the os hard disk was not detected. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system hard disk was not detecting. Fse reviewed the log files remotely and confirmed the reported malfunction ¿the software installation has failed¿. Upon troubleshooting, fse found that suite pc hard drive was not detecting for upgraded software. As per rse suggestions, fse replaced hard disk for new suite pc and upgraded the software. After replacement of the suite pc os ssd upgrading the software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem was with the suite pc hard drive was not detecting for upgraded software and issue was resolved by replacement of the suite pc os ssd. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.